Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed.

Event description:
It was reported the hemostasis valve of introducer leaked blood after being placed in the patient. Another device from the same reorder number was used to continue the procedure with no consequences to the patient.